Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that arm 4 was disabled and the system was showing an error 23602. The customer advised that the system had been hard power cycled multiple times, however the issue remained. The customer mentioned that they were going to swap out the system with another one and was available to complete the procedure. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the issue was with the master tool manipulator (mtm), and the procedure was completed robotically with another surgeon console. There was no injury or harm to the patient. No further details were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint and performed the failure analysis. During lighthouse testing, the error 23062 was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and driven with in-house instruments. No issues were observed and the mtm passed system test. After installing on surgeon side console (ssc) fixture test platform (sftp) and running the fitness test, the mtm failed gravity balance test post sine cycle and performance metrics. After calibrations, the failed tests passed. A 1hr slow speed sine cycle on the wrist pitch axis was performed and passed. 23062 error was not observed during sftp testing. As a result of this investigation, failure analysis has concluded that the wrist pitch motor and the slipring were found to be the root cause of the reported event. .